Event description:
The complaint is reported as: "after intubation, the blue junction part of tracheal way was fractured. The patient didn't be turn over and connected to anesthesia unit". It was reported that the patient was re-intubated. No patient injury or harm reported. The condition of the patient was reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The tracheal and bronchial sides of the swivel valve were returned. The y connector and a 7.5 mm connector was also returned. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the connector on the tracheal side of the swivel valve was broken. The complaint has been confirmed. The swivel valve is a component purchased from a supplier. A non-conformance has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The manufacturing facility reports "a verification of failure mode reported in the current manufacturing process was conducted as follows: (B)(4) samples were taken from the current production, the samples were inspected according to qip, the revised characteristics comply with the requirement. Defect reported "connector cracked during use" was not observed in the current manufacturing process". A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
"After intubation, the blue junction part of tracheal way was fractured. The patient didn't be turn over and connected to anesthesia unit". It was reported that the patient was re-intubated. No patient injury or harm reported. The condition of the patient was reported as "fine".